Manufacturer narrative:
E1: initial reporter city 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified vein. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter city 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified vein. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm. The procedure was completed with another of the same device. There were no patient complications reported.